Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s relative reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 591 mg/dl at the time of incident. It was reported that the insulin pump was unable to connect. The customer¿s blood glucose level was always high usually in 500 mg/dl and up. The customer¿s blood glucose level was in 1000 mg/dl before she got in to insulin pump. The insulin pump will not be returned for analysis.